Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number and expiration date were not provided. It was noted that the reaction cup was recently replaced, the reaction cup rinse water level is normal, there is no dripping or leakage in the rinse station, the reagent needle is normal, and the reagent needle sample needle rinse water level is normal. It was also noted that crystals were found on the sample needle. It was noted that the customer had not properly performed maintenance. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaffé gen.2 (crej2) results for 1 patient sample on a cobas 8000 c702 module. The initial result was 714 umol/l. The patient questioned the result, and the sample was repeated. The repeated result was 54 umol/l.

Manufacturer narrative:
Due to the provided information, there was no product problem identified. The event was consistent with improper handling by the operator and/or improper customer maintenance, causing the build-ups and contamination found.